Event description:
During a patient event, the customer reported that the device displayed dashed lines for the ECG signal and did not seem to be working. The device was in use to monitor a (B)(6) male patient and the customer was using the ECG leads. The device was in a possible locked up state for unknown time before it powered off/on and started displaying the patient ECG. At that moment, the patient went into ventricular fibrillation (v-fib) but the customer had already arrived at the health care facility and the hospital staff connected the patient to the equipment and started providing care. It is unknown what therapy was delivered to the patient. The patient survived the event. There were no reports of adverse effects due to the device use.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported event was not determined.